Manufacturer narrative:
The device is currently being analyzed.

Event description:
Boston scientific received information that this device was explanted for premature battery depletion. The device at one time showed 6 months remaining, during the next interrogation it showed 11 months remaining with a 511% power usage. The physician was uncomfortable with these readings, so they explanted and replaced the device right away. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion.